Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that in (B)(6) 2013, the pt presented with hematuria, one syncopal episode, and an ldh of 3000-4000 u/l which resolved with heparin. On (B)(6), 2014 the pt again presented with a syncopal episode, hematuria, and an ldh of 4000 u/l. The pump was exchanged. It was reported that a donut-like thrombus was visually present on the inflow rotor site.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.